Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event and had requested the return of the device. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received which may pose a risk to patients. Based on the the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report.

Event description:
Hospital reported ' cracked/broken t-piece after 20 hours use with isoflurane and anaconda system on ventilator circuit in itu'. Aerogen solo and t-piece were in use during this event and therefore for administration purposes, 2 complaints were raised for this event. Aerogens complaint team are in continued follow up with the initial reported for additional information on the event and requested the device be returned to aerogen for investigation.

Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event and had requested the return of the device. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received which may pose a risk to patients. Based on the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report. Update on the 23rd of october: follow up report 1 submitted for the additional information of investigation conclusions completed. The report has been updated and narrative below: the device was not returned for investigation. Risk assessment: analysis of the risk documentation, solo shuma sha99-118 has identified the risk of "loss of anaesthesia/sedation" as the resultant patient harm from reduced anaesthetic delivery to patient due to a leakage of anaesthetic from the breathing circuit through cracks in the nebuliser or t-piece. At the time of the event, the anaconda system was being used to deliver isoflurane, a volatile anaesthetic. To aerogen's knowledge, the anaconda system is not an anaesthetic ventilator, rather it acts as a modified heat and moisture exchanger which allows delivery of volatile anaesthetic agents into a circuit. As detailed within the aerogen solo system IFU, use of the aerogen solo and t-piece during the administration of volatile anaesthetics may result in adverse effects on the constituent plastics. Aerogen have determined that, using anaesthetic ventilators, isoflurane 3.5%, sevoflurane 8% and desflurane 10% are compatible, with a maximum duration of exposure of 12 hours. It is advised not to use with volatile anaesthetics unless known to be compatible. In the reported incident, the aerogen solo t-piece cracked after 20 hours of exposure, and it was not stated what percentage of isoflurane anaesthetic was used at this time. This exposure time exceeds aerogen's recommended exposure period of 12 hours, as outlined in the aerogen solo system IFU. This can be defined as abnormal use, as the aerogen solo system is being used outside of the intended use as specified in the IFU. Clinical assessment there was no patient impact/harm reported as a result of these incidents. Based on the information provided, the described events relate to the use of the aerogen solo adult t-piece (22mm) in combination with an anaconda system made by sedana medical. In line with the aerogen solo system instruction for use (IFU) (p/n 30-354 rev u, page 5), the aerogen solo adult t-piece may be used with anesthetic ventilators with specified volatile anesthetic agents (isoflurane, sevoflurane, desflurane) under the stated conditions in the IFU which have been validated by aerogen. To aerogen's knowledge, the anaconda system is not an anesthetic ventilator. Rather, it is an anesthetic conserving device that allows delivery of volatile anesthetic agents into a circuit and also acts as a modified heat and moisture exchanger. Aerogen have determined that, using anesthetic ventilators, isoflurane 3.5%, sevoflurane 8% and desflurane 10% are compatible, with a maximum duration of exposure of 12 hours. It is advised not to use with volatile anesthetics unless known to be compatible. In the current incidents, it was reported that the aerogen solo t-piece cracked after 20 hours of exposure. It is unclear what percentage of anesthetic was used based on the available evidence. The aerogen solo t-piece duration of exposure to isoflurane exceeded the recommended period of 12 hours, as outlined in the aerogen solo system IFU. This is abnormal use, as the aerogen solo system is being used outside of its intended use. Conclusion: the device involved in the reported complaint has not been returned to aerogen and has been discarded, therefore a root cause has not been successfully determined. As part of the investigation into this event, risk and clinical assessment were completed. To aerogen's knowledge, the anaconda system is not an anaesthetic ventilator, rather it acts as a modified heat and moisture exchanger which allows delivery of volatile anaesthetic agents into a circuit. The period of time the t piece was in use exceeds the recommended period in the dfu and this coupled with the use of the anaconda device is considered abnormal use.

Event description:
Hospital reported ' cracked/broken t-piece after 20 hours use with isoflurane and anaconda system on ventilator circuit in itu'. Aerogen solo and t-piece were in use during this event and therefore for administration purposes, 2 complaints were raised for this event. Aerogens complaint team are in continued follow up with the initial reported for additional information on the event and requested the device be returned to aerogen for investigation.

Event description:
Hospital reported ' cracked/broken t-piece after 20 hours use with isoflurane and anaconda system on ventilator circuit in itu'. Aerogen solo and t-piece were in use during this event and therefore for administration purposes, 2 complaints were raised for this event. Aerogens complaint team are in continued follow up with the initial reported for additional information on the event and requested the device be returned to aerogen for investigation.

Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event and had requested the return of the device. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received which may pose a risk to patients. Based on the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report. Update on the 23rd of october: follow up report 1 submitted for the additional information of investigation conclusions completed. The report has been updated for the following fields only b4, g6 ,h2,h6 and h10 and narrative below: the device was not returned for investigation. Risk assessment: analysis of the risk documentation, solo shuma sha99-118 has identified the risk of "loss of anaesthesia/sedation" as the resultant patient harm from reduced anaesthetic delivery to patient due to a leakage of anaesthetic from the breathing circuit through cracks in the nebuliser or t-piece. At the time of the event, the anaconda system was being used to deliver isoflurane, a volatile anaesthetic. To aerogen's knowledge, the anaconda system is not an anaesthetic ventilator, rather it acts as a modified heat and moisture exchanger which allows delivery of volatile anaesthetic agents into a circuit. As detailed within the aerogen solo system IFU, use of the aerogen solo and t-piece during the administration of volatile anaesthetics may result in adverse effects on the constituent plastics. Aerogen have determined that, using anaesthetic ventilators, isoflurane 3.5%, sevoflurane 8% and desflurane 10% are compatible, with a maximum duration of exposure of 12 hours. It is advised not to use with volatile anaesthetics unless known to be compatible. In the reported incident, the aerogen solo t-piece cracked after 20 hours of exposure, and it was not stated what percentage of isoflurane anaesthetic was used at this time. This exposure time exceeds aerogen's recommended exposure period of 12 hours, as outlined in the aerogen solo system IFU. This can be defined as abnormal use, as the aerogen solo system is being used outside of the intended use as specified in the IFU. Clinical assessment. There was no patient impact/harm reported as a result of these incidents. Based on the information provided, the described events relate to the use of the aerogen solo adult t-piece (22mm) in combination with an anaconda system made by sedana medical. In line with the aerogen solo system instruction for use (IFU) (p/n 30-354 rev u, page 5), the aerogen solo adult t-piece may be used with anesthetic ventilators with specified volatile anesthetic agents (isoflurane, sevoflurane, desflurane) under the stated conditions in the IFU which have been validated by aerogen. To aerogen's knowledge, the anaconda system is not an anesthetic ventilator. Rather, it is an anesthetic conserving device that allows delivery of volatile anesthetic agents into a circuit and also acts as a modified heat and moisture exchanger. Aerogen have determined that, using anesthetic ventilators, isoflurane 3.5%, sevoflurane 8% and desflurane 10% are compatible, with a maximum duration of exposure of 12 hours. It is advised not to use with volatile anesthetics unless known to be compatible. In the current incidents, it was reported that the aerogen solo t-piece cracked after 20 hours of exposure. It is unclear what percentage of anesthetic was used based on the available evidence. The aerogen solo t-piece duration of exposure to isoflurane exceeded the recommended period of 12 hours, as outlined in the aerogen solo system IFU. This is abnormal use, as the aerogen solo system is being used outside of its intended use. Conclusion: the device involved in the reported complaint has not been returned to aerogen and has been discarded, therefore a root cause has not been successfully determined. As part of the investigation into this event, risk and clinical assessment were completed. To aerogen's knowledge, the anaconda system is not an anaesthetic ventilator, rather it acts as a modified heat and moisture exchanger which allows delivery of volatile anaesthetic agents into a circuit. The period of time the t piece was in use exceeds the recommended period in the dfu and this coupled with the use of the anaconda device is considered abnormal use update on the 12th of january: follow up report 2 submitted for the addition of 510k number. The report has been updated for the following fields, b4,g4, g6,h2.